Event description:
The hcp reported the pt developed an infection and was also experiencing headache. The device system was explanted. The pt recovered without sequela, is doing well, and is awaiting a system re-implant.